Manufacturer narrative:
Initial.

Event description:
It was reported that the device¿s screen wake button intermittently failed to respond, with the screen taking about a minute to wake, and the user was advised to perform a prolonged button hold to reset the touchscreen and to contact support if the issue persisted. Symptoms included no reported injury or physiological effects. Outcomes included no impact on clinical status, no alarms, and continued device use after troubleshooting education. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed a suspected intermittent user interface responsiveness issue localized to the device¿s sleep/wake control or touchscreen response, with no evidence of systemic malfunction or safety event. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with transient device or software behavior recoverable through reset.